Event description:
Caller alleged discrepant results compared with the lab for more than one pt. Caller did not provide info on which result belonged to which pt. Results as follows: date: (B)(6) 2011, inratio: 2.3, lab: 1.77. Date: (B)(6) 2011, inratio: 3.2, lab: 2.2.

Manufacturer narrative:
Pending investigation.